Event description:
It was reported that during a simulator testing, the device only read correctly when the power cable was not connected and provided incorrect readings when on external power. The issue was first observed when pulse oximetry simulator testing was performed by setting the simulator to 200 bpm and then to 60 bpm. When the device was running on battery, the displayed heart rate dropped from 200 bpm to 60 bpm, but when the power cable was connected, the displayed heart rate did not drop to 60 bpm. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.